Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch #693d46. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the jaws in closed position, the closure trigger broken and not returned and with one gst45g reload loaded in the device with tissue between the jaws and reload. The reload appears to be partially fired 1/2, however it could not be removed from the device. After further evaluation, the closure trigger top was noted broken and the device could not be opened. Also the device was returned with the anvil knife slot damaged, the knife buckled and the reload damaged from the channel area. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. Please reference the instruction for use for more information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693d46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/26/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proctectomy surgery, could not fire. And could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. Suture was used to oversew. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 3/11/2026. D4 batch #693d46. Investigation summary. The product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the jaws in closed position, the closure trigger broken and not returned and with one cecr45g reload loaded in the device with tissue between the jaws and reload. The reload appears to be partially fired 1/2, however it could not be removed from the device. After further evaluation, the closure trigger top was noted broken and the device could not be opened. Also the device was returned with the anvil knife slot damaged, the knife buckled and the reload damaged from the channel area. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. Please reference the instruction for use for more information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693d46, and no non-conformances were identified.